Manufacturer narrative:
3030677-2023-02376 was incorrectly marked as complete no but should;ve been complete yes.

Event description:
It has been reported to philips the device beeps constantly even when changing pads.